Event description:
It has been reported to philips that when the device was turned on, the main screen is white and does not progress beyond this. No patient involvement.

Event description:
It has been reported to philips that when the device was turned on, the main screen is white and does not progress beyond this. No patient involvement.